Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck. Due to the separation of the sensor wire, the sensor is considered to be detached. Therefore, the reported event of a missing sensor wire was confirmed. A definitive root cause could not be determined; however, it is noted in the dexcom continuous glucose monitoring system user's guide that a sensor fracture may happen on rare occasion.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire experienced by patient on (B)(6) 2014. Distributor stated that upon sensor deployment, patient was unable to locate sensor wire. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).